Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by spiking the device into an in-house solution bag of water. The device was primed and checked for flow. The device was then spiked into an in-house glass bottle filled with water, primed, and checked for flow. The device was found to prime and flow normally during testing with both the non-rigid and rigid container. The reported condition was not verified. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set did not flow. The reporter further stated that the white vent area of the set did not have a hole. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.